Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while on a patient on (B)(6) 2020. The device continued to function after the power button was turned on and off. Therefore, the device continued to be used. On 05/22/2020 the same alarm occurred. The same countermeasure was performed, and the device continued to be used. On (B)(6) 2020 an sd card error occurred along with the ventilator inoperative alarm. The phenomena were confirmed in the event log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. An error code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. Additionally, a life related smell was confirmed so the outlet flow was replaced. The blower kit and inlet foam kit were replaced for periodic maintenance. Overall check, cleaning, and functional test was performed.